Event description:
The reporter did meter to lab comparison tests. The tests were done side by side. Reporter's meter test (capillary) was 254 mg/dl, and the venous draw lab test result was 350 mg/dl. Reporter did not have any symptoms. The reporter was using sspro hospital strips for reporter's testing. Reporter checks the test strip confirmation dot for enough blood when testing. No control solution test result was reported, since the reporter's control solution was expired. No harm was alleged.